Event description:
It was reported that the lead would not slide well during implant attempt. When the physician withdrew the lead from the patient, the helix was pointing out of the lead body at a 90 degree angle. An alternate lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix bent. If information is provided in the future, a supplemental report will be issued.